Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided in the article. H6: medical device problem code 1494 clarifier - incorrect anatomy. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (IFU) states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The patient effects of pain, and embolism are listed in the electronic perclose proglide IFU as potential adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. Article attachment: article titled "safety and learning curve of percutaneous axillary artery access for complex endovascular aortic procedures."

Event description:
This study compared the results of a fenestrated and branched endovascular aneurysm repair (fbevar) using proglide and prostyle devices to close the axillary artery access. The intention of this study was to evaluate the safety and learning curve of percutaneous axillary artery access in patients undergoing fbevar procedures requiring upper extremity access. The article reported occurrences of failure to achieve hemostasis using proglide and prostyle devices, all of which were treated via the use of covered stents. The rate of vascular complications were low for both proglide and prostyle; however, a minority of patients experienced transient weakness [fatigue], transient paresthesia [pain], and embolic stroke. The article further mentions a previous study where manual compression or another company's tourniquet is applied to help gain hemostasis after use of proglide devices. The article concluded that large-bore percutaneous axillary artery access provides safe upper extremity large-bore access during fbevar, achieving successful closure in 90 percent of patients with low incidence of access -related complications. Specific patient information is documented as unknown. Details are listed in the attached article, "safety and learning curve of percutaneous axillary artery access for complex endovascular aortic procedures."